Manufacturer narrative:
Patient weight not made available from the site. Return requested. Replacement computer shipped to site 11/13/2015. Medtronic investigation of returned suspect computer finds that when connected it powered on, however, there was no video. Removed the cover and found that the power connector on the video card was loose. Re-seated the connector and it locked into place. Powered that computer and it booted without issue. Loose connection caused the issue. Loose connection/connector. Computer failure. Issue was replicated. Hardware investigation was completed. This issue was found related to a hardware issue and was documented in a medtronic hardware anomaly tracking database. On 11/16/2015 a medtronic representative performed a navigation system check-out, all areas passed. System performed as intended. On 11/25/2015 a medtronic representative, following-up at the site, reported replacing the computer. Issue resolved. No further issues have been reported.

Event description:
A medtronic ent representative reported that, while in an ear, nose & throat (ent) procedure, the site's navigation system was left on the navigate page and after returning several minutes later to use the software, the screen displayed no input detected. In trouble-shooting, a hard shut-down of the navigation system, and re-booting back into navigate, restored normal function. Prior to the start of the procedure, the medtronic representative confirmed all ac power connections to the computer were firmly seated. The surgeon opted to continue and completed the procedure with the use of the navigation system. Delay in therapy was less than one hour. There was no impact on patient outcome.